Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the cardioplegia line burst. The perfusionist (ccp) stated "the cardioplegia line was lying near/on the system 1 lamp. The line was very hot due to the lamp." Per the clinical review: this was an emergent patient and the ccp reported damage to the cardioplegia delivery line during cpb. After the aortic cross-clamp had been removed during the rewarming phase of cpb, the ccp heard a "popping sound" and discovered that the cardioplegia delivery line had been damaged and it appeared that the delivery line was heated-up due to close proximity to the lamp of the perfusion system unit. Since the aortic cross-clamp was removed, at the time, there were no plans to deliver any more cardioplegia. However, the cardiovascular (cv) surgeon made the decision to re-cross clamp the aorta and to deliver more cardioplegia. With this change in plans, the ccp needed to remove the damaged cardioplegia delivery line, connect and primed a new cardioplegia delivery line. According to the ccp, this delayed the cross-clamping and delivery of the cardioplegia dose by two minutes. The ccp stated this delay did not impact the patient. The surgical procedure was completed, and there was no loss of blood associated with this incident. The perfusionist stated the patient did expire later in the operating room. The issue with the cardioplegia delivery line had no relevance to the death of the patient. Intervention included removal of the damaged cardioplegia tubing and replacement with a new delivery line.

Manufacturer narrative:
Investigation in process, but not yet completed.